Event description:
The manufacturer received information alleging visualization of particles, strange odor, particles in tubing/chamber, shortness of breath, hard to breathe, nose and eye irritation, device is noisy, nasal/throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging visualization of particles, strange odor, particles in tubing/chamber, sortness of breath, hard to breathe, nose and eye irritation, device is noisy, nasal/throat irritation or soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on apr 15, 2025, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging visualization of particles, strange odor, particles in tubing/chamber, sortness of breath, hard to breathe, nose and eye irritation, device is noisy, nasal/throat irritation or soreness. There was no report of patient harm or injury. This notification was reviewed by the pms clinical expert due patient reporting asthma are assessed as serious injuries. The patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. (Product problem was checked in the previous MDR.). Section b2 was corrected to other serious or important medical events. (Previously, it was blank.). Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.